Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. User facility voluntary medwatch was received on 02/04/2010.

Event description:
Report 2 of 2. User facility voluntary medwatch received that stated "IV pump was connected to pt in recovery area and fire occurred at the plug." Upon further query, the following info was provided that the customer contact clarified that there was "black smoke but not a flame" at the male end of the power cord where it enters the ac outlet. A pt noted smoke coming from the male end of the power cord and notified the nurse. A fire extinguisher was used on the power cord and ac outlet. The nurse was sent to the emergency room for a "breathing treatment" as a result of being exposed to the smoke and contents of the fire extinguisher. The customer contact stated the nurse was "treated and released". The device was removed from clinical service. During testing at the user facility, it was noted that the male end of the power cord was melted and 2 of the prongs were missing. Although requested, the customer contact declined to provide additional info, including the nurse's age, gender, diagnosis, specific treatment and outcome.